Event description:
The customer reported the spectrum monitor shuts down intermittently, nibp tile goes blank, monitor will not run on battery, and motor pump-and fan are non-functional. No patient injury was reported.

Manufacturer narrative:
The company representative evaluated the unit. Corrections included replacements of the power supply, nibp module, battery case, nibp pump and fan. The unit was tested to factory's specifications. It functioned normally and was returned to use.